Manufacturer narrative:
Evaluation results: moderate tortuosity with severe calcification and 90% stenosis. Taken above rated burst pressure of 18atm. Evaluation codes, conclusions: moderate tortuosity with severe calcification and 90% stenosis. Taken above rated burst pressure of 18atm.

Event description:
A 3.0 mm diameter x 15 mm length nc sprinter rx dilatation balloon catheter was inserted into a patient for pre-dilatation a proximal rca lesion. The lesion morphology is reported to be moderate tortuosity with severe calcification and 90% stenosis. It was reported that the physician inserted the nc sprinter rx to the lesion site and inflated to 18 atm's; however, the lesion was not dilated due to the severe calcification. The physician continued the inflation up to 24 atm's; the balloon burst. The physician attempted to remove the balloon catheter with high resistance. After he pushed and pulled several times, the balloon catheter was removed. Upon removal, it was noted that half of the balloon was missing. A snare was inserted and the physician attempted to remove the detached portion of the balloon; this was unsuccessful. Another manufacturer's balloon was inserted to attempt to break up the calcification; this was unsuccessful. Two driver stents were successfully deployed at the lesion site and the procedure was complete. The physician stated that he believes the detached portion is being held against the vessel wall by the two driver stents. No clinical sequelae were reported and the patient is reported to be stable. Medtronic has received the device and its analysis has been completed. The hypotube was kinked 1cm and 17cm distal to strain relief. Blood residue in luer and inner shaft. The distal section of the balloon was missing. The balloon material tear is jagged and uneven. The attached tip bond was present the material distal to the bond was necked and stretched. The tip seal bond and distal tip were missing. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.